Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt injury. It was unk what caused the lens to tear. The injector model that was used was a indigo-p. The facility was unable to provide the cartridge model or the injector and cartridge lot numbers.